Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having issues with high blood glucose and has blood on site. The customer mentioned that she believes all her insulin leaked out. The customer's blood glucose ranged between 311mg/dl-402mg/dl. The customer stated the cannula is bent. At the end of troubleshooting, the customer stated the bleeding stopped. The customer was advised the reservoirs will be replaced.